Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, remaining within safe limits. Technical support provided pump reset information and guided the caller through the reset process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction recurred, and the caller acknowledged this guidance.